Manufacturer narrative:
The disconnection may be attributed to user error in not securing the venous monitor line to the transducer protector. The change in venous pressure reading may not be detected if the transducer protector had become wetted with blood prior to the disconnection.